Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was capped and replaced because it exhibited high pacing threshold. No adverse patient events were reported. Should additional information become available this file will be updated.